Manufacturer narrative:
Olympus followed up with the reporter to obtain additional information regarding the report with no results. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time due to the absence of the device to investigate. If the device is received later and additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that when the user was finishing a prostate transurethral resection surgery for diagnosis of an inguinal hernia, the subject device allegedly flamed up. The users were forced to continue the procedure via open surgery through an incision in the suprapubic region below the abdomen. The user reported the following findings: rupture of the vesicle wall (upper-left) and burn on the prostatic pelvic floor, compromising the rectum. Next day, the patient reportedly developed confusion/disorientation and was sent to the intensive care unit (ICU). Then the patient reportedly was transferred to another hospital to rule out brain lesion versus cerebral embolism. The initial CT was reported as negative. Two days later, another CT was performed and reportedly showed a large frontal hematoma that required trepanation. Six days later, the patient was reported to have developed acute abdominal pain, fecal vomiting and residue in the drainage bag. Patient was sent in for exploratory laparotomy procedure which revealed a 1.5 cm perforated on the rectum, requiring colostomy and suprapubic drainage. On (B)(6), the patient was extubated but remained in the ICU in critical condition.